Event description:
Caller alleged imprecision results with inratio. Results as follows: 08/14/06 first test inr = 1.3 (060015), second test inr = 2.5 (62966), third test inr=1.6 (vp2wz).

Manufacturer narrative:
Inratio precision data provided by end-user: 08/14/06 first test inr = 1.3 (060015), second test inr = 2.5 (62966), third test inr=1.6 (vp2wz), mean = 1.8; sd = 0.62; %cv = 34%. The %cv is greater than 20%. Per internal procedure the precision failed the criteria for precision. Products will be investigated. Incorrect lot #062966 and vp2wz provided by the caller.